Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported that the IV tubing set drip chamber had black specks. There're no patient involvement and harm as the product was unopened.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.